Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted into the patient on (B)(6) 2007. According to the complainant, the patient experienced injuries (specifics unknown). The physician cannot recall any problems or issues with the procedure or the patient. In addition, the physician reported that he has not seen the patient in 4 years. All other information, including the patient's current condition, is unknown and unavailable.